Event description:
On (B)(6) 2012 a nurse reported that they are seeing increased chest infections in some patients. It was discussed that if stimulation was causing swallowing difficulties, than possibly aspiration could be occurring. This report and MFR. Report number 1644487-2012-02468 are addressing these patients. Additional information has been requested but no further information has been received to date.

Event description:
Additional information was received on (B)(6), 2012 when the patient's identity was provided for MFR. Report # 1644487-2012-02468. The nurse also reported that no further information could be obtained from their office, therefore the patient in this report and the relationship of the event to vns is still unknown.